Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, towards the end, the catheter separated 7 to 10 centimeters from the hub. The procedure was completed with another device.